Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported the patient developed an infection between six- and seven-months post-implant of this inflatable penile prosthesis (ipp). The patient experienced skin ulceration, itching, redness, and swelling. The patient was treated with antibiotics, anti-inflammatories, sterilization, and cold compresses, but no effect was achieved. The ipp was removed, and basic infection treatment was administered. No further complications were reported.